Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2267 (air in line) during fill 1 on the homechoice (hc). The technical service representative (tsr) had the caregiver (cg) check the setup and found no bags were leaking and the home patient (hp) was still connected. The hp did not disconnect and there were no spare lines, all lines were in use. The tsr explained the se 2267 and cleared the alarms so the cg could remove the cassette and bags. It was unknown if the cg would reset up again. The tsr referred the cg to the on call nurse for further medical instructions. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). A sample was not returned, precluding further evaluation. As the lot number is unknown, a batch review could not be performed. A root cause could not be identified for the system error 2267 alarm because there is not enough information in the event description. If additional relevant information is received, a follow-up will be submitted.